Event description:
It was reported that during a remote follow up, myopotential oversensing resulting in pacing inhibition was noted on the right ventricular (rv) lead suspected to be due to dislodgement. X-ray imaging was performed and the dislodgement of the rv lead was confirmed. Abbott technical support was contacted, the device was reprogrammed, and a revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, myopotential oversensing resulting in pacing inhibition was noted on the right ventricular (rv) lead suspected to be due to dislodgement. X-ray imaging was performed and the dislodgement of the rv lead was confirmed. Abbott technical support was contacted, the device was reprogrammed, and a revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition.